Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 397 mg/dl and 172 mg/dl within 10 minutes on 2 aviva meters. The same vial of test strips was used for each test. No adverse event reported. The alleged product was replaced and requested for evaluation.